Event description:
A customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image on the connected monitor intermittently glitches and either turns black or has green lines on the screen. The customer reported isolating the issue to the glidescope avl video baton 3-4 after duplicating the issue during their evaluation. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Upon review of the device history for the serial number (B)(6) it was determined that the device was manufactured on december 10, 2019 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton, the customer was advised to replace their glidescope avl video baton 3-4. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device, four (4) years and three (3) months, may have caused or contributed to the event. Review of complaint history for the reported serial number did not identify any previous complaints reported to verathon. Trending analysis for the glidescope avl video baton 3-4 does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.